Manufacturer narrative:
The insulin pump had unresponsive button due to unlocked keypad connector. The insulin pump had cracked on reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 266 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.